Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that while using the excelsius gps system, the case aborted because stabilizers would not engage. The client was advised to clean the old cases from gps, after which the system worked as intended. There was no adverse effect to the patient. The observed risk level matches the anticipated risk level, therefore, the overall risk of the system has been maintained and no further investigation is required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.